Event description:
It was reported that during a complex transcatheter aortic valve implantation procedure using the evolut fx+ valve in a patient with multiple anatomical complexities, including a tortuous descending aorta with a near hairpin bend in the thoracic aorta, a gothic arch, very steep/horizontal aortic angulation, sievers type 1 bicuspid anatomy with right/left fusion, and a very high calcium burden on the valve, the procedure was considered high risk. During the procedure using the right femoral approach with a non-medtronic guidewire along with a second non-medtronic guidewire in the left ventricle as a buddy wire, and contralateral access in the left femoral artery for a snare, there was difficulty crossing the native valve, necessitating a pre-implant balloon dilation first with a 12mm vascular balloon, and then with a 24mm non-compliant non-medtronic balloon. Eccentric expansion of the balloon was observed during aortogram. Due to the difficulty crossing the gothic arch, one operator pushed on the buddy wire, one on the delivery catheter system (dcs), and one pulling on the snare which was tightened to the tip of the dcs. The native valve was crossed successfully, and the evolut fx+ was deployed. Asymmetric expansion of the valve frame was noted after deployment. A post-implant balloon dilation was performed using a 24 mm non-compliant non-medtronic balloon, resulting in some frame recoil but improved expansion. A trivial/trace paravalvular leak was noted on aortogram, with zero gradient and an aortic regurgitation index greater than 30. Vascular access closure was attempted with two suture-mediated closure devices, but the artery did not close, and a suspected small lateral tear in the femoral artery was identified. Open surgical vascular repair was performed under general anesthesia, with hand sutures and no patch required. The heart team suspected that the buddy wire on the outer edge of the 22f sheath contributed to the vascular complication. Computed tomography was used for pre-procedural planning, aortogram assessed expansion and coronary patency, and digital subtractive angiography confirmed hemostasis and absence of extravasation. The patient remained stable throughout the procedure and the repair was successful.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (0012708380); product type: 0195-heart valves; implant date: non-implantable device. H6: the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d. Suspect medical device: h4. Device mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex transcatheter aortic valve implantation procedure using the evolut fx+ valve in a patient with multiple anatomical complexities, including a tortuous descending aorta with a near hairpin bend in the thoracic aorta, a gothic arch, very steep/horizontal aortic angulation, sievers type 1 bicuspid anatomy with right/left fusion, and a very high calcium burden on the valve, the procedure was considered high risk. During the procedure using the right femoral approach with a non-medtronic guidewire along with a second non-medtronic guidewire in the left ventricle as a buddy wire, and contralateral access in the left femoral artery for a snare, there was difficulty crossing the native valve, necessitating a pre-implant balloon dilation first with a 12mm vascular balloon, and then with a 24mm non-compliant non-medtronic (simforce) balloon. Eccentric expansion of the balloon was observed during aortogram. Due to the difficulty crossing the gothic arch, one operator pushed on the buddy wire, one on the delivery catheter system (dcs), and one pulling on the snare which was tightened to the tip of the dcs. The native valve was crossed successfully, and the evolut fx+ was deployed. Asymmetric expansion of the valve frame was noted after deployment. A post-implant balloon dil ation was performed using a 24mm non-compliant non-medtronic (simforce) balloon, resulting in some frame recoil but improved expansion. A trivial/trace paravalvular leak was noted on aortogram, with zero gradient and an aortic regurgitation index greater than 30. Vascular access closure was attempted with two suture-mediated closure devices, but the artery did not close, and a suspected small lateral tear in the femoral artery was identified. Open surgical vascular repair was performed under general anesthesia, with hand sutures and no patch required. The heart team suspected that the buddy wire on the outer edge of the 22f sheath contributed to the vascular complication. Computed tomography was used for pre-procedural planning, aortogram assessed expansion and coronary patency, and digital subtractive angiography confirmed hemostasis and absence of extravasation. The patient remained stable throughout the procedure and the repair was successful.